Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt1190 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the doctor noticed the guidewire got broken during the procedure to implant a catheter via the right internal jugular vein on (B)(6) 2018. The doctor first punctured and inserted the guidewire to the desired position successfully. When s/he incised patient's skin and tried to dilate, s/he met resistance. S/he incised skin again and tried to insert the dilator more firmly than the first try. S/he removed the dilator and inserted catheter over the guidewire. S/he met resistance again when s/he tried to remove the guidewire. S/he decided to remove the guidewire with the catheter and confirmed that the guidewire had been broken inside the catheter. No patient injury has been reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One stainless steel j-tip guidewire and one 15 cm trialysis catheter were returned for evaluation. An initial visual observation showed the guidewire was returned inserted into the catheter. The guidewire was observed to be severely bent approximately 15 cm proximal to the j-tip of the guidewire and the guidewire was observed to be curved distal to this bend. A slight bend and curve was also observed in the guidewire approximately 9 cm distal from its straight end. A microscopic observation revealed use residue on the guidewire. Both weld tips of the guidewire were observed to be present and intact. No kinks were observed in the guidewire. The corewire of the guidewire was observed to be intact during tactile evaluation. A very small amount of damage was observed on the distal tip of the catheter, likely due to the manipulation of the guidewire while it was inserted in the catheter. The observed use residue and the location of the bends in the guidewire, as well as the description of the event, suggest the guidewire was most-likely bent due to excessive force during insertion of the dilator or catheter over the guidewire. The product IFU states: ¿use the dualator vessel dilator(s) to dilate the subcutaneous tissues. Dilate 2-3 times with slow gradual movements. The larger portion of the dualator dilator device must enter the vein prior to catheter insertion.¿ a lot history review (lhr) of rebt1190 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the doctor noticed the guidewire got broken during the procedure to implant a catheter via the right internal jugular vein on (B)(6) 2018. The doctor first punctured and inserted the guidewire to the desired position successfully. When s/he incised patient's skin and tried to dilate, s/he met resistance. S/he incised skin again and tried to insert the dilator more firmly than the first try. S/he removed the dilator and inserted catheter over the guidewire. S/he met resistance again when s/he tried to remove the guidewire. S/he decided to remove the guidewire with the catheter and confirmed that the guidewire had been broken inside the catheter. No patient injury has been reported.